Manufacturer narrative:
The reason for the serialization starting with 9616696-2013-90xxx is to provide clarification following a change in stryker's electronic complaint systems. The two blades subject to this investigation were not returned to the manufacturer for evaluation. One blade discarded. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. If the second blade is returned, an evaluation will be performed and a follow-up MDR will be submitted.

Event description:
It was reported that during a bunionectomy surgical procedure on the shoulder, two blades broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported that another blade was readily available ot complete the procedure.